Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this iabp and confirmed that the customer had a leak in iab which caused blood back into a different cardiosave ((B)(4)) for which a different complaint record was opened. The patient was transferred to current cardiosave ((B)(4)) and received autofill failure and contaminated second pump with blood. The fse also found that the power alarm daughter board does not beep when it was tested. The fse then replaced patient interface module with safety disk along with the daughter board and ran tests and all the tests passed. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented with multiple autofill errors. There was no patient harm or adverse event reported.